Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) was not returned for evaluation. There was no evidence that the vad had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed cracks in the outer sheath of the driveline and evidence of a self-repair which had been applied to the driveline. The visual evidence revealed discoloration of the outer sheath and damage to the strain relief. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the observed strain relief damage may be attributed to wear and/or the handling of the device. The most likely root cause of the observed self repair event may be attributed to the handling of the device. Based on historical review of similar events, the most likely ro ot cause of the reported outer sheath damage, and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the previous repair of the driveline (dl) was worn out. The ventricular assist device (vad) patient caregiver had put extra tape over the previous repaired area blocking the white cover movement. It was noted that there were two cracks on the dl and damage on the strain relief at the beginning. A dl sheath repair was performed, and the vad dl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.